Manufacturer narrative:
The explanted product was not returned for analysis. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. A review of the ams 800 hazard analysis was completed. Atrophy is included as a harm. A labeling review was performed and according to the aus instruction for use recurrent incontinence is documented as an adverse event. Product record review revealed no additional information related to the complaint, so an overall investigation conclusion code of known inherent risk of device was chosen.

Event description:
It was reported that the patient presented with recurring incontinence. The artificial urinary sphincter (aus) device was explanted due to atrophy under the cuff. A new aus device was then implanted. There were no further complications following the surgery.